Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug eluting stent was implanted in the cx. Approximately 24 months post procedure, patient suffered nstemi in the lad and was treated with revascularization. Patient recovered. Investigator assessed event is not related to device or anti platelet medication.